Event description:
The shunt would not pump when tested on back table, but flow was adequate. Was tested without the use of a manometer. Upon implanting, when hooked up to catheter, the dr noticed that the pt's pressure was very high and flow was not working correctly.